Event description:
Unrecoverable venous air alarms occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The pt's hgb decreased to below 10.0 g/dl post event. Standard epogen dosing was increased and iron administered. Actual dates and dosing were not provided due to (B)(4). No other medical intervention was required.

Manufacturer narrative:
The blood loss event is attributed to the operator not performing rinseback due to the presence of air in the venous line. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. The nxstage system one cycler is not available for eval at the time of this report. A f/u report will be submitted if applicable.